Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the heartmate gogear shower bag was confirmed. The gogear shower bag (lot number: 7875115) was returned for analysis and upon initial observation a mold like substance was found. The bag was opened and was found to be damp internally and small water droplets were observed. The bag was inserted into a sink and a faucet was run over the bag for ~15 minutes. After removal from the sink the bag was opened, and no water was observed within it. The bag functioned as intended during testing and did not allow any fluid within it. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate gogear shower bag (lot number: 7875115) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use and heartmate 3 patient handbook state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. These documents also provide step-by-step instructions for showering with the use of the shower bag. The IFU and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, these documents state that the bag should be allowed to drip dry completely before being used again. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2024-00370 (battery clip). Related manufacturer reference number: 2916596-2024-00371 (14 v battery). Related manufacturer reference number: 2916596-2024-00372 (battery clip). Related manufacturer reference number: 2916596-2024-00373 (battery clip).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient soaked their external equipment while the shower bag was in use. The patient noted that the amount of water was significant and had to be poured out of the bottom of the bag. The patient had a period of intermittent chirping from their system controller. There were no alarm or hazard lights on during the event, or any messages on the system controller screen. The event log files captured a low voltage event on 15nov2023, but nothing that pertained to the water ingress event. The event log files also captured a few abnormal voltage values on 21dec2023 between 10:50 and 11:01 that occurred on battery power. The patient confirmed that the modular connector was wrapped, sealed, and uncompromised. The patient came to clinic and all external equipment, including the modular cable, were exchanged. Related manufacturer reference number: 2916596-2023-08986 (system controller (B)(4)) related manufacturer reference number: 2916596-2023-08988 (modular cable).